Event description:
Nurse had trouble removing stylet. Said it was "stuck" and when they had it pulled 2/3rds of the way out the stylet snapped and broke in the catheter.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revj1014 showed no other similar product complaint(s) from this lot number.